Event description:
It was reported that during an unknown procedure that the customer stated that a bovie tip caught on fire. Customer stated that the black protective tip had caught on fire. No injuries reported.

Manufacturer narrative:
(B)(4). Date sent: 1/2/2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2024.

Manufacturer narrative:
(B)(4). Date sent: 2/16/2024. Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 0013m device was returned with the tip of the electrode melted and charring present. The most likely cause of this damage is caused by operating the electrosurgery equipment (generator) at high power settings with continual activation of the electrode for long periods or by placing the electrode tip against another instrument causing extreme heat which results in the melting of the tip. It is possible that this issue could have cause the issue reported. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch tembut, and no non-conformances were identified.